Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed "er3", "er2", "er1" and an "incorrect coding" message. On (B)(6) 2011 the medical surveillance specialist (mss) contacted the patient by phone for additional information and the patient did not wish to provide additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began approximately (B)(6) 2011. The patient reported she manages her diabetes with insulin and oral medication. The patient reported that she made no changes to her regular diabetes management as a response to the issues. The patient stated that 2 to 3 hours after the issues began; she had "diarrhea, headache and vomiting". The patient reported that she received treatment on (B)(6) 2011 at 2:00am; at which time she went to the emergency room, a blood glucose result of "500mg/dl" was taken on an unknown hospital meter and she received a "stabilizer injection" as treatment. During troubleshooting, the customer care advocate (cca) confirmed that the user was not using the correct testing steps with the meter. The meter was incorrectly coded. Replacement products were sent to the patient. This complaint is being reported because patient reportedly had to receive treatment at the emergency room after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.